Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple medications were not crossing over to multiple stations. A technical support specialist dialed into the server and identified that most services were not running, noted that the server had not been rebooted for the past 183 days, contacted customer and obtained permission to reboot the server, configured carefusion coordination engine (cce) services to automatic (delayed start) and reconfigured the mbms to auto-start, ran a downtime query on the application server and confirmed that carefusion coordination engine (cce) was disconnected from the server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple medication was not crossing over multiple station. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication. There were no adverse events or injuries reported based on this event.